Event description:
It was reported that pump generated false altitude alarm. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, no corrective actions were taken, and case was documented only with no additional follow up from technical support.